Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary vessel. A 2.50x38mm synergy drug-eluting stent was advanced to treat the lesion. However, during advancing, the shaft was kinked and broke at about 15cm from the hub, outside the patient's body. The device was removed and the procedure was completed with a 2.50x28mm synergy stent. No patient complications were reported.